Manufacturer narrative:
Product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. The code method has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via the manufacturing representative (rep). It was reported the patient had been experiencing increased pain over the last few years. There were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated there was a failed catheter dye study on (B)(6) 2019. The patient's pump and catheter were replaced on (B)(6) 2019. The rep reported there was dynamic kinking of the catheter at the anchor. At surgery, the hcp disconnected the connector from the pump and there was no cerebrospinal fluid (csf) flow. The collet was cut off and there was till no flow of csf. The anchor was in scar tissue. When the anchor was removed and the catheter was freed, there was an obvious kink in the catheter, distal (spinal) from the anchor. The csf started to drip when the catheter was freed up and the anchor was not kinking the catheter. The catheter was folded back on the back table and the hcp was unable to push fluid through the catheter. The patient reported they had experienced increased pain and could not feel the boluses. It was indicated the rep was in possession of the explanted catheter and planned to return the device to the manufacturer for analysis. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had increased pain and no help from boluses or a increase in hydromorphone since (B)(6) 2018. It was noted there was dynamic kinking of catheter free flow with lumbar traction. It was indicated the event was related to the device or therapy. No actions were taken and the issue was ongoing. The patient's weight was (B)(6) lbs. The patient was receiving dilaudid (2.4 mg/ml at 1.2291 mg/day), fentanyl (2000.0 mcg/ml at 1,024.3 mcg/day) and bupivacaine (9.5 mg/ml at 4.8654 mg/day) via an implantable pump.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly. The catheter (sn: (B)(4)) was returned, and analysis found damage to the transition tube. The catheter (ascenda catheter, unknown serial number) was returned, analysis observed a kink in the catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; ubd: 08-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of fentanyl at 1409 mcg/day, and 2.4 mg/ml of hydromorphone and 9.5 mg/ml of bupivacaine at unknown doses, via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy)/causalgia-complex regional pain syndrome. It was reported that a catheter problem had been identified. The catheter was kinked. The patient had been having intermittent issues with their targeted drug delivery therapy and the patient felt like their boluses were not working, so the managing healthcare provider performed a dye study on (B)(6) 2019 and confirmed that there was a dynamic kinking of the catheter. A video of the dye study was included with the report. The video demonstrated the dynamic kinking being reported. The physician could be heard saying the catheter was occluded at one point during the study. The healthcare provider planned to replace the catheter at a future date. The date of the future catheter replacement was unknown at the time of the report. It was reported that the patient stopped getting relief from boluses sometime after (B)(6) 2018. During the programming, it was reported the programmer was adding the catheter volume of 0.265 ml + 0.06 ml = 0.326 ml, instead of 0.325 ml. It was reviewed this was due to rounding differences in the software, version1.0.7493. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The catheter system would require surgical catheter revision (B)(6) 2019. The event remained ongoing as the patient was still waiting on insurance approval for the replacement catheter.